Manufacturer narrative:
This device is included in the medical device correction ,"unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physical communication ( (B)(6) 2010).

Event description:
Additional information reported that patient had no response to therapy and was found to have impedance issues on all electrode combinations in the office. The patient was interrogated with clinician programmer and impedance was noted. The patient was scheduled for lead revision on (B)(6) 2016 when the lead was observed on x-ray to be severed and coiled up at pocket site. Lead was replaced and new ins implanted as lead was severed at electrodes both distal and proximal connections. Partial explant was performed with the lead. Patient was scheduled for lead revision and received new lead and new ins. The patient issue was resolved at the time of the report.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va0vyt9, implanted: (B)(6) 2015, product type: lead.

Event description:
It was reported that implanted-out of service. All lead electrodes have 4000 impedance. The doctor was aware. Surgical intervention was planned and lead revision to be scheduled. There was no resolution at this time of the report. The patients indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.